Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of lethargy, weakness and uremia, which to the patient¿s hospitalization and transition to hd for rrt. The pdrn attributed causality to the patient¿s refusal to perform ccpd therapy as prescribed (e.g., additional exchanges, increased dwell time, increased fill volume), which inevitably led to the serious adverse events. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient needs to be placed on hold due to being hospitalized for "under dialyzing" during pd treatment. During follow-up, the patients¿ pdrn reported the patient was hospitalized for lethargy, weakness, and uremia due to non-compliance. Until recently the patient had retained some residual kidney function and was able to meet adequacy goals performing only 2 exchanges of 2000 ml (dwell time = 1.25 hours via liberty select cycler) per day. However, since the patient¿s residual kidney function has been declining, the patient has refused an increase in dwell time, exchange volume, or the number of exchanges. This refusal is what led to the patient¿s hospitalization due to lethargy, weakness and uremia. Upon admission the patient underwent the surgical placement of a tunneled hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd without reported issue. The patient underwent several hd treatments while hospitalized, and the serious adverse events subsided. The patient was discharged on (B)(6) 2025. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis, and her return to pd therapy will be evaluated next month.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the edges from the rear panel. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient needs to be placed on hold due to being hospitalized for "under dialyzing" during pd treatment. During follow-up, the patients¿ pdrn reported the patient was hospitalized for lethargy, weakness, and uremia due to non-compliance. Until recently the patient had retained some residual kidney function and was able to meet adequacy goals performing only 2 exchanges of 2000 ml (dwell time = 1.25 hours via liberty select cycler) per day. However, since the patient¿s residual kidney function has been declining, the patient has refused an increase in dwell time, exchange volume, or the number of exchanges. This refusal is what led to the patient¿s hospitalization due to lethargy, weakness and uremia. Upon admission the patient underwent the surgical placement of a tunneled hemodialysis (hd) catheter (not a fresenius product) and transitioned to hd without reported issue. The patient underwent several hd treatments while hospitalized, and the serious adverse events subsided. The patient was discharged on (B)(6) 2025. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis, and her return to pd therapy will be evaluated next month.